Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a red screen and error code 41786. The event was found while adding the drug library, there was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint could not be duplicated. The root cause was unknown. Standard preventative maintenance was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.